Manufacturer narrative:
Based on the information available for assessment, a specific root cause for the reported event cannot be conclusively determined. The investigation into the reported event is currently ongoing. A follow-up report containing the results of the investigation will be submitted upon its completion. The current version of the twiist automated insulin delivery (aid) system user guide provides information about alarms and the recommended actions associated with them, including the cgm high glucose alert, as well as ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. The user remains ongoing on their twiist pump. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by millyard advanced medical products, llc on 17-apr-2026. The user reported that they had issues with their twiist cassette and "aige" around (B)(6) 2026, and their blood glucose values increased above 400 mg/dl. The user experienced diabetic ketoacidosis and gave themselves a manual injection of 15 units of insulin. The user further reported that they fully recovered from the event. The user remains ongoing on their twiist pump.